Event description:
The customer reported the ventilator was alarming due to a patient circuit occlusion. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician reported the ventilator's blower speed and function would vary as it was starting up. The service technician replaced the blower and motor controller pcb board to address the reported problem. Failure of the blower in ventilation mode could result in no ventilation during operation. Performance verification testing was completed and passed to operating specifications.